Event description:
Resident in special care ctr found at side of bed with feet on floor and torso caught between half side rail and mattress. Resident was unresponsive, absent of vitals, no pulse and no respirations.